Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she had excessive no delivery alarms. Troubleshooting was performed and pump appeared to be operating normally.